Event description:
It was reported that a healthcare professional performed a catheter revision the day prior to report and did not explain why. The pump was used to infuse an unknown type of drug; however the therapy was indicated as intrathecal baclofen (itb). No patient symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4) implanted: (B)(4) 2005, product type: catheter. (B)(4).